Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired and returned to olympus asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was considered to be the failure of serial digital interface (sdi) driver on the substrate. Since this event was confirmed at the time of installation of the product, root cause considered that the sdi driver failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, it was determined that this event was not a defect related to the design/manufacture of the equipment, but a defect caused by the handling at the time of installation of the equipment: in order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking; the defective product is a dx-board that controls the sdi-output which is a product to which countermeasures with enhanced static electricity resistance is applied.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that no sdi output signals were generated and no image observed due to a faulty dx board. The remaining functions and all video in/outputs tested functioned as intended.

Event description:
An olympus field representative determined during initial set up, the sdi outputs were not functioning. There was no patient involvement associated with the problem reported to olympus.